Manufacturer narrative:
One 8f fast-cath introducer sheath was received for evaluation. The dilator and guidewire assembly were also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, at both ends of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Event description:
During the procedure, air entered into the sheath while inserting the guidewire. The device was replaced and the procedure was completed with no adverse consequences to the patient.